Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 380 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted during testing. The device had minor scratches on lcd window and reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.